Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On 11/05/2024, it was reported that the patient experienced fainting and when a fingerstick was taken the cgm was reading 130 mg/dl, and the blood glucose reading was 36 mg/dl. The patient was treated with a glucagon injection given by their brother. No further treatment was reported to be needed. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
H2: additional information. H6: health effect impact code - additional.